Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, delamination was observed on the cavity ID end of the dialyzer located between approximately 140° to 220°, with the ports positioned at 0°. No other damage or irregularities were noted on the returned sample. A production records review was performed on the reported lot. There were three other complaints noted on the lot. The first complaint was for an internal blood leak (no sample), the second complaint was for a dialysate leak (no sample), and the third complaint was for patient reaction (no sample). An investigation of the device history records (DHR) was conducted by the manufacturer. There was a non conformance where the dialyzers had water spots for the specified lot. However, it is unrelated to the reported complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.